Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The inlet was broken. The power socket was broken. The power switch hooked strongly. The housing had extensive paint damage, the hoses were strongly yellowed, and the pump was corroded in places. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the plug (power switch) on the maintenance unit was broken. No patient harm reported. During the evaluation of the device, it was noted the power socket was broken. This report is to capture the reportable malfunction of the power socket was broken noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon ¿ac inlet (the power socket) is broken," likely occurred due to damaged power supply cord receptacle. There is no definite cause as to why the power supply cord receptacle was damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 23-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.